Manufacturer narrative:
Per the tandem user guide: to calibrate the dexcom g6 cgm, do enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 65 mg/dl, and the meter bg reading was 115 mg/dl. No additional patient or event information was available. Reportedly, the customer did not calibrate cgm within 5 minutes of testing. A replacement sensor was sent to the customer.